Event description:
It was reported that during a surgical procedure at the user facility the device was leaking. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility the device was leaking. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.